Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin exit from the end of the infusion set tubing after filling the tubing with 20 units. The customer disconnected the tubing from the cartridge but was still unable to see insulin exiting. Blood glucose was 199 mg/dl. Reportedly, the customer loaded a new cartridge to address the issue.